Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a female patient, the device successfully delivered a shock at 120 joules. While attempting to deliver a second shock at 150 joules, the device displayed a "bridge test failed" message. Complainant indicated that the patient subsequently expired, however, it was not related to the reported malfunction.